Event description:
A pt reported blood glucose results of 133 mg/dl and 50 mg/dl with a lifescan meter performed within 1 min of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A walk through blood glucose test was performed; the pt obtained 287 mg/dl and 300 mg/dl on the reported meter.